Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip 30 stapler instrument was misfiring/not firing. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. The following additional information was obtained: a white reload was involved with the reported event. The surgeon selected the reload to go across a vessel. The issue occurred on the 2nd or 3rd fire. The surgery was a robotic lobectomy. The stapler did work. The target tissue was a vessel. The tissue was not calcified. There was no tissue tension. There was no tissue bunching. The event did not involve a failure to fire. The event did involve a partial fire. The event did not involve the stapler jaws opening/releasing during the firing sequence. The event did not involve the reload deploying staples unexpectedly. The issue resulted in the reload having an exposed blade. There were no staples missing from the staple line. There were no holes/gaps observed within the staple line. The reload was not stuck to tissue. There was error messages generated for unable to complete fire and blade may be exposed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. There was no buttress material used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. The issue was resolved with a backup isi stapler instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have a loose staple lodged in jaws at dlu pins. A tweezer was used to remove the lodged staple, and one was confirmed. Lodged staples can likely cause firing failures. Additional observation(s) related to customer reported complaint: the instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test sheet using two in-house white reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The probable root cause is attributed to loosen staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.